Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, reportedly, customer changed out all supplies to resolve the issue. Customer's blood glucose level was 315 mg/dl.